Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. An alternate wall adapter and usb cable were sent to the customer. Customer declined further troubleshooting with technical support. There was no reported impact to blood glucose.